Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming battery out limit, but it could not be cleared due to unresponsive buttons. The caller also noticed that the numbers on the screen have been ramping up on their own with no input by the customer. Troubleshooting was performed. The buttons remained unresponsive and the time on the screen did not advance. Advised the caller that the insulin pump would be replaced due to the frozen screen. Nothing further was reported.